Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a biliary stent placement procedure on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had a cholecystectomy on (B)(6) 2011. On (B)(6) 2011, a baseline obstructive symptoms assessment was performed and revealed no symptoms. In addition, liver function tests were performed. A pre-study stent placement cholangiogram revealed a mid-biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for treatment of the stricture. A sphincterotomy was not performed during the procedure as a sphincterotomy had been performed previously. The stricture had been previously dilated with two plastic stents and a balloon. The plastic stents were removed prior to the study stent placement. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2012, the patient underwent the per-protocol removal of the study stent. During the removal, the site noted "a spontaneous migration of the study stent." There was no stenosis noted after the stent removal. There were no adverse events associated with the device malfunction. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of stent migrated. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. The directions for use (dfu) list stent migration as a potential complication associated with the use of this device. The investigation concluded that the most probable root cause classification is anticipated procedural complication.